Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4), premarket submission # k092313, k172831, k191910. Additional information: d9 device returned to manufacturer. General information: complaint: (B)(4). Information to the sample: model: perfusor space, article number: 8713030, serial number/batch: (B)(6), software version: 688m030003, operating hours: 12671, further information: n/a. Investigation results: history inspection: the device history files were read out and analyzed. The customer specified the date (B)(6) 2025 as the date of the incident. (B)(6) 2025 at 15:32 a b.braun omnifix 50ml syringe was selected. The syringe was filled to approx. 11,8ml. The therapy was started with a flow rate of 2ml/h at 15:32. The therapy was terminated after 5 hours and 25 minutes by a syringe empty alarm at 20:57. 10,9ml were infused in total. One day before the day of the incident, 17 drive test errors in one day can be read out. No other abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. No external damage is visible. Functional inspection: a functional test was performed. The device passes the self-test. A b.braun omnifix 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,77%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: the device was disassembled and the inside was investigated. It was only found that the drive head has a lot of vertical play. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: due to the 17 drive test errors in one day in the device history and the large vertical play of the drive head, we recommend replacing the drive completely.

Event description:
According to the event description: hypnovel was administered very quickly when it should have been administered over a longer period of time.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: (B)(4). Premarket submission # k092313, k172831, k191910.